Event description:
Cook (B)(4) reported for the customer. "There was a problem with a mini port becoming detached." Per complaint form: port became detached form the pt. Mini port detached inserted peripherally into the arm. Port became dislodged from the catheter. The catheter then ended up in the pt's heart. Emergency retrieval done by cardiologist and the catheter removed successful. Complaint form received and attached. The catheter migrated to heart and was retrieved by forceps. I have requested information on pt condition and information of adverse effects." No section of the device remained in the pt or had to be retrieved. Removal of catheter by cardiologist with the aid of vascular retrieval forceps.

Manufacturer narrative:
(B)(4). Engineering reported, "a mini port body and catheter lock were returned for evaluation. One suture hole had been used. Both the port body and lock were dimensionally characterized and found to be within manufacturing specifications." Engineering stated, "a full investigation cannot be completed without the catheter. There were no defects found in the returned components." "It is suggested the user review the section "system assembly" in the suggested instructions for use."